Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional narrative: manufacturing and product development evaluations were performed on the returned product. Traces of normal usage (tiny bumps and dents) were found on the instruments surface. Dimensional checks were performed and revealed the product to be within specification at the time of manufacture. Component tolerances were analyzed and determined to not contribute to this event. No misalignment of the aiming arms has been found as described in the complaint description. This complaint was deemed invalid from a manufacturing perspective.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that in an operation on (B)(6), the multiloc nail in question was used. A drill for distal locking interfered with the nail and a screw was difficult to insert causing a 20 minute delay in surgery. Before drilling, the surgeon did the interference check with the nail attached the handle. At the time, no problem was detected. The surgeon also re-tightened the connecting screw just before inserting the distal locking screw. However, the interference in drilling occurred. Eventually, the surgeon widened the hole using a k-wire. As a result, the drill could be passed into the hole and the screw was successfully inserted. This is report 5 of 5 for complaint (B)(4).